Manufacturer narrative:
Patient information:unk. This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -15.5/1.5/094 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2021. Low vault with lens rotation was observed. The lens was repositioned on (B)(6) 2021. This did not resolve the problem. On (B)(6) 2021 the lens was exchanged for a longer length lens. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Patient information:unk. This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -15.5/1.5/094 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2021. Low vault with lens rotation was observed. The lens was repositioned on (B)(6) 2021. This did not resolve the problem. On (B)(6) 2021 the lens was exchanged for a longer length lens. The exchange resolved the problem. Cause is reported as unknown.